Manufacturer narrative:
(B)(4). D10: unknown - unknown articular surface - unknown. Unknown - unknown tibial component - unknown. H6: mechanical (g04) - femur. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Approximately 3 years post-op, the patient is alleging experiencing pain and loosening and is planning to be revised. No revision has been reported at this time. Attempts have been made and all available information has been provided.